Event description:
On 26/aug/2022, a biomedical technician reported to fresenius technical services this hemodialysis (hd) patient on in-center hd therapy experienced a respiratory arrest (described as ¿coded¿ in the intake) during an hd treatment utilizing the 2008t hd system. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s hd registered nurse, it was reported this patient experienced a cardiac event on (B)(6) 2022 following an hd treatment in the dialysis clinic. The patient was able to complete their hd treatment on the 2008t hd system on (B)(6) 2022 without incident. After the patient stood up from the chair following the treatment, she slumped back down and became unresponsive and apneic. The patient presented pulseless as clinic staff began cardiopulmonary resuscitation (CPR) while emergency services were activated. The patient had a return of systemic circulation prior to emergency services arrival. The patient was stabilized and transported to the hospital where she was admitted on the same day. The patient¿s cardiac event was attributed to a significant cardiac disease history and determined to be unrelated to hd therapy or the use of any fresenius product(s), device(s). Additionally, it was confirmed the patient¿s cardiac event was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The hdrn reported the patient was transported to a different hospital that specialized in complicated cardiac cases on (B)(6) 2022. It was unknown if the patient underwent renal replacement therapy during these hospitalizations. The patient expired while hospitalized on (B)(6) 2022 due to a cardiac arrest attributed to significant cardiac disease. The hdrn affirmed there was no indication the patient was undergoing any modality of dialysis at the time of death.

Manufacturer narrative:
Additional investigation: h10 clinical investigation: a temporal relationship does not exist between hd therapy utilizing the 2008t hd machine and the patient¿s initial cardiac event prior to hospitalization. Additionally, a temporal and causal relationship does not exist between hd therapy and the patient¿s cardiac arrest during hospitalization preceding their death. The source of the patient¿s cardiac event can be attributed to a significant cardiac disease history as reported by a medical professional. Regardless of field inspection findings of the 2008t hd system, it can be concluded the patient¿s adverse event was due to preexisting comorbidities with no indication this event was related to the performance of any fresenius product(s) or device(s). It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Additionally, hd patients are at the highest risk for cardiac events with frequent occurrences in the dialysis clinic (2). Therefore, the 2008t hd system can be excluded as root cause of this patient¿s adverse event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event. Should additional information become available, the file will be reassessed and updated accordingly.

Event description:
On 26/aug/2022, a biomedical technician reported to fresenius technical services this hemodialysis (hd) patient on in-center hd therapy experienced a respiratory arrest (described as ¿coded¿ in the intake) during an hd treatment utilizing the 2008t hd system. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s hd registered nurse, it was reported this patient experienced a cardiac event on (B)(6) 2022 following an hd treatment in the dialysis clinic. The patient was able to complete their hd treatment on the 2008t hd system on (B)(6) 2022 without incident. After the patient stood up from the chair following the treatment, she slumped back down and became unresponsive and apneic. The patient presented pulseless as clinic staff began cardiopulmonary resuscitation (CPR) while emergency services were activated. The patient had a return of systemic circulation prior to emergency services arrival. The patient was stabilized and transported to the hospital where she was admitted on the same day. The patient¿s cardiac event was attributed to a significant cardiac disease history and determined to be unrelated to hd therapy or the use of any fresenius product(s), device(s). Additionally, it was confirmed the patient¿s cardiac event was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The hdrn reported the patient was transported to a different hospital that specialized in complicated cardiac cases on (B)(6) 2022. It was unknown if the patient underwent renal replacement therapy during these hospitalizations. The patient expired while hospitalized on (B)(6) 2022 due to a cardiac arrest attributed to significant cardiac disease. The hdrn affirmed there was no indication the patient was undergoing any modality of dialysis at the time of death. Upon field inspection, the machine was found alarming with a blood pump failure alarm on the blood pump and actuator to blood pump failure on start up. The blood pump was replaced with a pump from a spare machine. During testing, the fst found that the uf stroke volume was reading at 23.5 ml which was outside of specification. The fst calibrated the uf to 24.0 ml. The fst then encountered an intermittent low flow error and could not continue testing. The fst informed the facility's biomedical technician (bmt) and agreed to return at a later date. The bmt fixed the machine (resolution not specified) and the fst returned on 09/16/2022 to complete the uf problem identification checklist. The 2008t machine passed the uf testing outlined on the checklist. No machine parts were available to be returned for physical evaluation.

Manufacturer narrative:
Additional information: b1 updated to add product malfunction along with adverse event plant investigation plant investigation: the component was not returned; a physical investigation was not performed. Investigation determines that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship does not exist between hd therapy utilizing the 2008t hd machine and the patient¿s initial cardiac event prior to hospitalization. Additionally, a temporal and causal relationship does not exist between hd therapy and the patient¿s cardiac arrest during hospitalization preceding their death. The source of the patient¿s cardiac event can be attributed to a significant cardiac disease history as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Additionally, hd patients are at the highest risk for cardiac events with frequent occurrences in the dialysis clinic. Therefore, the 2008t hd system can be excluded as root cause of this patient¿s adverse event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event.

Event description:
A biomedical technician (bmt) reported to fresenius technical services this hemodialysis (hd) patient on in-center hd therapy experienced a respiratory arrest (described as ¿coded¿ in the intake) during an hd treatment utilizing the 2008t hd system. The bmt mentioned that they checked the ultrafiltration (uf) pump calibration and it was out of specification. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s hd registered nurse, it was reported this patient experienced a cardiac event on (B)(6) 2022 following an hd treatment in the dialysis clinic. The patient was able to complete their hd treatment on the 2008t hd system on (B)(6) 2022 without incident. After the patient stood up from the chair following the treatment, she slumped back down and became unresponsive and apneic. The patient presented pulseless as clinic staff began cardiopulmonary resuscitation (CPR) while emergency services were activated. The patient had a return of systemic circulation prior to emergency services arrival. The patient was stabilized and transported to the hospital where she was admitted on the same day. The patient¿s cardiac event was attributed to a significant cardiac disease history and determined to be unrelated to hd therapy or the use of any fresenius product(s), device(s). Additionally, it was confirmed the patient¿s cardiac event was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The hdrn reported the patient was transported to a different hospital that specialized in complicated cardiac cases on (B)(6) 2022. It was unknown if the patient underwent renal replacement therapy during these hospitalizations. The patient expired while hospitalized on (B)(6) 2022 due to a cardiac arrest attributed to significant cardiac disease. The hdrn affirmed there was no indication the patient was undergoing any modality of dialysis at the time of death.

Manufacturer narrative:
Plant investigation: no parts returned to manufacturer. A records review was performed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process related to the reported event. The device history record (DHR) review confirmed results of the in-progress and final quality control (qc) testing met all requirements. Investigation determines there was no causal relationship between objective evidence and the alleged event; the alleged event is unconfirmed. Clinical investigation: a temporal relationship does not exist between hd therapy utilizing the 2008t hd machine and the patient¿s initial cardiac event prior to hospitalization. Additionally, a temporal and causal relationship does not exist between hd therapy and the patient¿s cardiac arrest during hospitalization preceding their death. The source of the patient¿s cardiac event can be attributed to a significant cardiac disease history as reported by a medical professional. Regardless of field inspection findings of the 2008t hd system, the patient¿s adverse event was due to preexisting comorbidities with no indication this event was related to the performance of any fresenius product(s) or device(s). It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Hd patients are at the highest risk for cardiac events with frequent occurrences in the dialysis clinic. Therefore, the 2008t hd system can be excluded as root cause of this patient¿s adverse event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event.

Event description:
On 26/aug/2022, a biomedical technician reported to fresenius technical services this hemodialysis (hd) patient on in-center hd therapy experienced a respiratory arrest (described as ¿coded¿ in the intake) during an hd treatment utilizing the 2008t hd system. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s hd registered nurse, it was reported this patient experienced a cardiac event on (B)(6) 2022 following an hd treatment in the dialysis clinic. The patient was able to complete their hd treatment on the 2008t hd system on (B)(6) 2022 without incident. After the patient stood up from the chair following the treatment, she slumped back down and became unresponsive and apneic. The patient presented pulseless as clinic staff began cardiopulmonary resuscitation (CPR) while emergency services were activated. The patient had a return of systemic circulation prior to emergency services arrival. The patient was stabilized and transported to the hospital where she was admitted on the same day. The patient¿s cardiac event was attributed to a significant cardiac disease history and determined to be unrelated to hd therapy or the use of any fresenius product(s), device(s). Additionally, it was confirmed the patient¿s cardiac event was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The hdrn reported the patient was transported to a different hospital that specialized in complicated cardiac cases on 13/aug/2022. It was unknown if the patient underwent renal replacement therapy during these hospitalizations. The patient expired while hospitalized on 14/aug/2022 due to a cardiac arrest attributed to significant cardiac disease. The hdrn affirmed there was no indication the patient was undergoing any modality of dialysis at the time of death.